Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred during the second dwell cycle of peritoneal dialysis (pd) therapy, while the home patient (hp) was connected. There was nothing found during troubleshooting that could have caused the reported alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.